Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. Although the device history logs showed a critical error, the reported problem could not be duplicated with the device. The customer's batteries were found to be depleted, however it could not be firmly established as root cause. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.